Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device discarded by hospital.

Manufacturer narrative:
An event regarding reported difficulty opening sterile packaging involving a triathlon insert component was reported. The event was not confirmed. Method & results: -device evaluation and results: device evaluation was not possible as the pack was not returned. -medical records received and evaluation: not performed as the event is related to a packaging issue and there was no patient adverse consequences. -device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. -complaint history review: chr review determined that there were no similar events reported for the lot. Conclusions: the reported event cannot be confirmed. Device evaluation was not possible as the pack was not returned. It is noted that the user reported the four triathlon components that were implanted during the surgery in question, of which, two were packed at the (B)(4) facility and two from the (B)(4) facility.

Event description:
During a triathlon knee I was covering, the scrub tech pointed out to me that the pull tab on the implant packaging was difficult to open. The tab appeared to be sealed. All 4 implants were difficult to open.

Event description:
During a triathlon knee I was covering, the scrub tech pointed out to me that the pull tab on the implant packaging was difficult to open. The tab appeared to be sealed. All 4 implants were difficult to open.